Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, there was no physical damage to the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Following the confirmed, reprocessing failure. Olympus personnel sent the user facility a reprocessing inquiry. The user facility confirmed, all reprocessing steps in accordance with the instructions for use (IFU). This report is being submitted to capture additional information received from the initial reporter. That information is located in here in h10. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found on the forceps channel. The unit also had material deformation present as well as adhesive failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera ii duodenvideoscope loaner device, it was discovered that the unit had undergone insufficient reprocessing. There was no patient involvement during this event.